Event description:
The reporter contacted animas on (B)(6) 2012, alleging that at 10am on (B)(6), the patient was feeling funny/tired and tested their blood glucose level to be in the low 300mg/dl range. The patient has symptoms of being tired/fatigued. The patient noticed that the pump was without power. The patient reportedly saw a crack in the battery compartment and could see the o-ring on the battery cap. The patient removed the battery cap and the threads reportedly came off of the cap. The patient indicated that they were unable to re-attach the battery cap so taped it back on and bloused with the pump to correct their blood glucose level. This report is being made based on the allegation that the patient experienced hyperglycemia related to use error. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the black box history shows no reboots occurring prior to the reported event date on (B)(6) at 5:03am. A "replace battery alarm" was noted in the pump alarm history followed by several reboots. A cracked battery compartment and a stripped battery cap was noted during a visual inspection and the pump would not power on appropriately. A test cap was used for testing purposes. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was delivering again at 9:47am after the battery was replaced. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power reboots were duplicated during testing. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the keypad was torn around the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad buttons were found to respond to button presses as expected.